Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture ingress in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the returned battery cap was used to complete investigation. The battery compartment was found to be cracked in two places: near the top and between the bumper pad and the top. There was moisture in the battery compartment and the battery compartment was also leaking. The pump powered on to a blank display with the audible and vibratory feature functioning appropriately. There was also evidence of moisture and corrosion on the display board and moisture inside the pump. The bolus button was able to be tested; however, all of the keypad buttons were unable to be tested due to a blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.